Event description:
It was reported the patient underwent a hip revision due to the active articulation bearing dislocating secondary to disassociation. No additional information.

Manufacturer narrative:
(B)(4). Foreign: country: (B)(6). Concomitant medical products: cat# 00784802400 lot# 64615781 modular neck. Cat# 00877502802 lot# 3081667 bioloxâ® delta head. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, h2, h3, h6 complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified nicks, gouges, and scratches to the inner and outer spherical surfaces and around the circumference of the liner. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent a hip revision approximately 4 months post implantation due to the active articulation bearing dislocating secondary to disassociation. No additional information.